Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported that a button error alarm was received on the insulin pump during basal rate insulin delivery. Customer's blood glucose was 132 mg/dl. He discontinued use of the device and reverted to a back-up plan. Customer did not agree to return the product for analysis.